Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.

Event description:
It was reported during a hand procedure, as the surgeon inserted the ar-1318ft suture anchor the driver cut the sutures on the anchor of the implant. The surgeon used a second ar-1318ft suture anchor, and the same issue occurred. All broken sutures and the anchors were removed. The case was completed using. Please comfirm the part number.